Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer had gotten stuck due to failed hardware. Field service engineer (fse) found that drawer 6 on the main unit was not closing smoothly. The right-side bearing cage was misaligned, and ball bearings were missing. The rail was replaced, and all cables and wires were reseated. The pyxis bus cable was examined, and the system was rebooted. The drawer was verified to be operable using the hardware test application, and the test was completed successfully. The application was launched, and escort was allowed to access pyxis. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer struck. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.